Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b7 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon completion of the investigation, this complaint was unable to be confirmed. Given the available information and imaging, it was determined that an endoleak did not form on this device/these devices. This complaint is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: the patient had 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs implanted. Information regarding the other device identity is: gpn: (B)(4), rpn: zsle-16-74-zt, lot # :13217376. Concomitant medical products: zfen-p-2-30-124-r, lot # ac1062090; zfen-d-12-28-91-c, lot # ac1062091. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient experienced a type iii endoleak after implantation of a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The (B)(6) male patient underwent implantation of 2 zenith fenestrated grafts and 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs on (B)(6) 2020. Please note the fenestrated grafts are not approved for sale in the us. Imaging performed at the end of the implantation procedure confirmed a leak, which at the time was thought to be a potential type ii endoleak. No decision was made to perform an intervention at that time, as the patient's condition was to be re-evaluated at a later date. At the 30 day CT follow up, a significant endoleak and filling of the aneurysm sac was still observed. Diagnostic angiograms a type iii endoleak, thought to be a tear or defect at the flow divider. The patient was scheduled for a procedure to reline the grafts on (B)(6) 2020, due to the risk of rupture. Information regarding the additional procedure is not currently available.